Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken knob assembly. It was indicated that the rate encoder was broken thru the upper case, and that the rate knob was broken. It was also indicated that the atrial output connector was broken. It was also indicated that the main seal was twisted. It was indicated that after the upper case replacement, the battery drawer would not open when pressing eject button. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) had a broken knob assembly. The epg was returned for service. There was no patient involvement.